Event description:
A report was received that a patient underwent a pocket revision due to difficulties charging the ipg. The physician revised the pocket site as the original pocket was too deep. Nothing was implanted or explanted and the patient is reportedly doing well following the procedure.